Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to keep using the pump and to contact support if any future malfunctions occur, and they acknowledged this guidance.